Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was being supported by the power base unit (pbu) when the system monitor screen blanked out and the system controller alarmed. When the pt was switched from pbu support to fully charged batteries, red heart and yellow battery alarms were noted and the pump reportedly stopped with intermittent noise coming from the pump. The pt was treated with thrombolyse, and the system controller was exchanged in an attempt to restart the pump; however, the pump did not restart immediately and it was not possible to start the pump using the system monitor. Within a few mins the pump restarted with high power consumption. After several hours the pump alarmed with a red heart alarm, and the pump reportedly stopped. The pt stayed asymptomatic throughout the incident and was transferred to the operating room. The pump was explanted and the pt was supported with ECMO until she was successfully transplanted four (4) days later.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.